Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized with a blood glucose (bg) 487 mg/dl; diabetic ketoacidosis (dka) with unspecified ketones; rapid, deep breathing, shortness of breath, chest pain, nausea and vomiting, extreme drowsiness, difficulty wakng up, extreme thirst/urination, confusion, and dizziness. Treatment included IV fluids and insulin via pump and injection. The reported alleged inaccurate delivery beginning on 4/17/15. During troubleshooting, customer support found that the pump was not calculating recommended bolus total correctly. Also, the basal delivery totals in tdd did not match: the variation being due to the basal edit screen having been accessed when basal rate was changed by the hcp. The time/date were correct. This complaint is being reported because the pump was not calculating recommended bolus total correctly and the patient experienced dka.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: pump passed delivery accuracy test and found to be delivering accurately and within range. Unable to duplicate the complaint. The last bolus delivery and the last basal delivery were on (B)(6) 2015. Pump history shows pump was manually suspend on (B)(6) 2015 12:50 and manually resumed at 14:24.. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. No eaw¿s occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Unrelated to the complaint, the display screen has a pinkish contrast. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.